Event description:
Medtronic physio-control is investigating failures of a transformer identified during the manufacturing process. A failure of the transformer could result in the defibrillator output circuit being electrically non isolated from defibrillator chassis ground. There have been no confirmed failures of distributed product for this root cause.